Event description:
Report received of an incident involving a clave extension set. The customer reported that the nurse was attempting to inject the drug adenosin through the clave port when the solution would not deliver. The nurse then inspected the syringe. It was reported that it appeared as if the syringe has bored a hole into the clave and a piece of the clave was removed. The nurse then started a new IV site and used a different clave extension set from a different lot. It was then noted by the nurse that the initial extension set had blood in the tubing and dripping from the clave. There was an unspecified amount of blood loss. There were no lab tests performed. There was no report of patient harm or adverse patient event. Although requested, no additional information was available.